Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025 . On (B)(6) 2025 , the patient¿s continuous glucose monitor (cgm) was in a brief sensor error state, and he was unable to view his cgm value. No blood glucose (bg) meter reading was reported at this time. The patient was wearing a tandem insulin pump. The patient¿s mother decided to call emergency medical service (ems). The patient was asymptomatic, but when ems tested his bg meter reading, it was 30 mg/dl. The patient was treated with glucagon and an unspecified steroid. The patient was also transported to the emergency room (ER). It was recommended that the patient stay overnight for observation, but the patient declined and was discharged home after approximately 6 hours. The patient was ¿okay and feeling better¿ at the time of the report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.